Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.

Manufacturer narrative:
Additional information received: will the patient undergo a re-operated to remove the piece? No, the doctor decided not to re-opened at this time.

Event description:
It was reported that during a procedure for mediastinal tumor, though an error was displayed, the blade was washed then the device passed the system check. During use, an error was displayed again. It was found that the blade was broken off. The doctor searched the patient's thoracic cavity, mayo stand and the washing beaker, the fragment was not found. The error code was unknown. Another device was used to complete the case. After the operation, an x-ray was performed. Then, something like a broken piece was found. The patient condition's is stable. The doctor commented that the blade had contacted with costal bone. One device will be returning.